Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump is not responding. The customer's blood glucose level was 7.0 mmol/l at the time of the incident. The customer received a low battery alarm, changed the battery and received several error messages. The customer stated the buttons do not work and there was no damage. The customer was requested to put a new battery into the insulin pump, the customer said the insulin pump was not responding this was the second new battery used. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with missing segments and partial display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unexpected battery power loss and error messages due to cracked lcd glass. Pump also received with scratched case, broken battery tube threads, missing serial number label, cracked retainer, end cap address label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.